Manufacturer narrative:
No further information will be provided by the physician. Due to limited information received to date the manufacturer is reporting in a conservative manner as implant duration can not be determined at this time. The manufacturer is in the process of determining device availability for return. Please note: the warnings and precautions for mitroflow pericardial heart valve state the following: clinical experience described in the medical literature suggests that juvenile patients or patients who are undergoing chronic hemodialysis, who have parathyroid disease or impaired calcium metabolism, or who are 55 years of age or less may experience accelerated calcification of bioprosthetic heart valves. The valve was explanted from a patient of (B)(6), after unknown implant duration. Not yet determined if device available.

Event description:
On 16th august 2017, the manufacturer was notified of a mitroflow aortic pericardial heart valve (model: unknown;size 23 mm) that was explanted on (B)(6) 2017 due to endocarditis.

Manufacturer narrative:
Not available for return.